Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There was solidified blood on the balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found the hypotube was kinked 129mm distal of the strain relief. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported damage. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 28x2.25mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.25x24mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 28x2.25mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.25x24mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.